Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the force bipolar instrument jaws broke. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator. A broken piece, measuring approximately 0.105' x 0.054" in size, was not returned with the instrument. Additionally, the instrument was found to have a dislodged grip tip. The grip tip, measuring approximately 0.199" x 0.697" in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: it looks like one of the grips has broken off at the molded insulator and as a result is separated from the instrument.

Event description:
Refer to h10/h11 for follow-up information.